Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Color marking from the rasps crumble off. Replacement was available.

Manufacturer narrative:
Additional information: device evaluated by mfg. An event regarding crack/fracture involving an accolade neck was reported. The event was confirmed by product inspection. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 14-mar-2018 which indicated the macroscopic fracture morphologies observed on the fracture surface of the neck indicators are consistent with a fracture due to multiple overload events. The mar report concluded: the neck indicator fractured in multiple overload events. Clinician review: not performed as no medical records were provided and patient factors did not contributed to the event findings. Product history review: a review of the product history review indicated the devices accepted into final stock with no reported discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed as per material analysis performed on the returned product which concluded that the neck indicator fractured in multiple overload events. No identifiable material or manufacturing discrepancies were observed on the surfaces examined. No further investigation is required at this time. If the additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Color marking from the rasps crumble off. Replacement was available.